Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reported the cuff separated from the catheter. The cuff may be separated inside of the patients exit site, under the patients skin. The patients exit site had an infection because of this event. The problem was noticed during the procedure. The patient was involved with no reported patient injury.

Manufacturer narrative:
Submit date: 01/21/2016. The mfg lot number associated with this complaint was not provided and therefore, it was not possible to perform a device history record (DHR) review. The product sample was not returned for evaluation; however, two photos were provided. A visual eval of the photos was performed; in one of the photos, it was visible that the catheter was inside of the pt and there appeared to be glue on the tubing in the area where the cuff was placed. The second photo did not provide any visibility to the reported issue therefore, it was not possible to confirm the condition in the photo. The product spec was reviewed for the corresponding condition related to this complaint. The actual occurrence percentage for this failure mode was found lower than the expected per the risk management document. The photo showed that evidence of glue residue which demonstrates that the cuff was placed properly. The available info is not enough to relate this event to mfg operations. The device was damaged after being in use for an undetermined amount of time. For these reasons, it can be concluded that product was manufactured according to specs, and it functioned as intended for an undetermined amount of time. The most probable root cause can be considered as during use such as excessive force or a jerking motion which can cause the condition. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent non-conforming product from leaving the mfg operations. This complaint will be used for tracking and trending purposes.